Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the foot was not confirmed as the foot was tested and functioned as expected. The reported device entrapment could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Five sterile devices from the account with the same part/ lot number as the original complaint devices were returned and were successfully deployed with no issued noted. This indicates the device functioned as expected. The reported difficulty closing the foot and device entrapment appear to be related to interaction with the patient calcification. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. The physician was aware of biological material under the foot of the proglide device when it was removed from the patient; however, there was no tissue damage noted to the artery. There was no additional treatment needed for the biological matter. No additional information was provided.

Manufacturer narrative:
The additional proglide devices referenced are filed under separate medwatch report numbers. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with four proglide devices, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the foot plate of the proglide device would not close. The tissue tract incision was widened and the device was manipulated and removed. There was no tissue damage to the artery. Three additional proglide devices were used with the same results. The sutures of two new proglide devices from a different lot number were successfully preplaced. The sheath was upsized to 16f and the aaa procedure was completed. The successfully preplaced sutures of two proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.